Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. (B)(4). The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device. Reportedly, the proglide foot plate did not close; the lever was opened and closed multiple times but the foot plate did not close. The physician stated the footplate issue was due to heavy calcification at the access site. The proglide device was forcibly pulled out. A surgical cut down and suturing were performed to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgical procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of the resistance has been determined. This IFU deviation would not have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.